Manufacturer narrative:
Medtronic received additional information that changed the event description of this previously reported event. There is no evidence to suggest the device caused or contributed to a death, serious injury or malfunction. The first system was replaced after repositioning but the valve was not implanted. Updated: b5, d4, h4, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter valve, there were multiple recaptures due to an unknown reason. Subsequently, a new valve and delivery catheter system (dcs) were opened. Per the physician, the patient's tortuous anatomy contributed to the event. No patient complications have been reported as a result of this event. Additional information was received that three deployment attempts and recaptures were performed for positioning, then the first system was withdrawn from the patient.

Event description:
It was reported that during the attempted implant of a transcatheter valve, there were multiple recaptures due to an unknown reason. Subsequently, a new valve and delivery catheter system (dcs) were opened. Per the physician, the patient's tortuous anatomy contributed to the event. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx plus valve; product ID evfxplus-26 (serial: (B)(6)); product type: 0195-heart valves; implant date: na; explant date: na h6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.